Event description:
On 19-aug-2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10, serial number (B)(6) in china within the apac region. The endoscopic image turned into a black screen during the endoscopic procedure. At the time of the pre-use inspection, all functions of the endoscope were working normally. The physician withdrew the endoscope from the patient's body and completed the procedure by replacing it with an alternative endoscope, but the procedure time was prolonged. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information. B4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". Evaluation summary. The reported event was a blackout. Based on the investigation, a pentax medical engineer attempted to contact the reporter but was unsuccessful. After communication with the relevant hospital department, it was confirmed that no staff members had knowledge of this case. The pentax medical product was found to be functioning properly with no malfunctions. Based on these findings, the case was determined to be a false report. Pentax medical re-evaluated the necessity of MDR submission and determined that the event does not meet the criteria for reportability. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.